Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal side of the stent damaged with struts stretched and lifted distally from the stent profile. The bumper tip of the device showed no signs of damage. The folds of the proximal balloon cone are opened out from their original position. A visual and tactile examination found no issue with the hypotube shaft and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 22x4.0 target lesion was located in the non-tortuous left anterior descending artery (lad). A 4.00x24mm promus element¿ plus stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.